Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the attached x-ray image could not confirm the reported complaint. A root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿long-term migration characteristics of the corail hydroxyapatite-coated femoral stem: a 14-year radiostereometric analysis follow-up study¿ by owain critchley, et al, published by the archives of orthopaedic and trauma surgery (2020), vol. 140, pp. 121-127, was reviewed. The purpose of this study was to measure the amount of subsidence for a corail cementless stem implanted in patients with osteoporosis over 14 years using progressive radiostereometric imaging performed at 6 months, 1 year, 2 years, 6 years, and 14 years. The measurements were taken using markers implanted at primary surgery. This complaint will capture the results for 23 patients identified in table 1 on page 124. No implants in the study cohort have been revised. One radiographic image is available in fig 2 on page 123. Results: patient 1: total of 18.118 mm subsidence identified on progressive imaging studies over 14 yrs. No patient consequences or revisions.